Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that on (B)(6) 2018 the recipient fell and hit her head. After the incident the recipient could no longer hear with the device. The recipient was remapped with a slightly louder map and was then able to hear intermittently with the processor. The recipient will be seen in approximately a week for repeat in situ measurements.

Manufacturer narrative:
(Exemption number e2015033). Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. As per additional information the electrode array was already migrated out of cochlea during explantation, which is most likely a consequence of the reported trauma. Furthermore, the surgeon noted excessive infection and granular tissue in facial recess and the mastoid area, however no available information is pointing to the device having caused or contributed to the observed symptoms, since the onset of the infection was more than three years after implantation. Given the otherwise extremely prolonged incubation period, the source of the infection was most likely a relatively recent device unrelated medical condition. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
It was reported that on (B)(6) 2018 the recipient fell and hit her head. After the incident the recipient could no longer hear with the device. The user was sent to the emergency room and a CT-scan was performed. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. As per additional information the electrode array was already migrated out of cochlea during explantation, which is most likely a consequence of the reported trauma. Furthermore, the surgeon noted excessive infection and granular tissue in facial recess and the mastoid area, however no available information is pointing to the device having caused or contributed to the observed symptoms, since the onset of the infection was more than three years after implantation. Given the otherwise extremely prolonged incubation period, the source of the infection was most likely a relatively recent device unrelated medical condition. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
It was reported that on (B)(6) 2018 the recipient fell and hit her head. After the incident the recipient could no longer hear with the device. The user was sent to the emergency room and a CT-scan was performed. The recipient was re-implanted.